Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower drawer door failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the tower door 8 was failed. The field service engineer confirmed that the issue had been resolved by the customer. The system functioned as intended after the customer resolved the issue.